Event description:
It was reported that the ilet user experienced high blood glucose after the device stopped dosing because the user had run out of insulin. After changing supplies, insulin delivery was resumed, and the user was advised to allow the pump to deliver correction doses. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem of the user not comprehending that the ilet had stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.